Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, the patient underwent treatment of an abdominal aortic aneurysm whereby three gore® excluder® aaa endoprostheses were implanted. On (B)(6) 2018, follow up imaging reportedly showed a kink in the contralateral leg component implanted on the patient¿s left side. It was reported there are no outflow issues and the graft is currently patent, but the graft opening has narrowed to approximately 4 mm from the kinking. According to the report, the exact cause of the kinking is unknown; however, the patient¿s left common iliac artery was reported to be very tortuous with a significant turn just distal to the aortic bifurcation. It was reported there were no anatomical restrictions such as calcification or thrombus that caused or contributed to the kinking. It was reported an intervention has not been performed and is not planned at this time. No further adverse events were reported.